Event description:
An implant card was received indicating a full revision was performed due to battery depletion and high impedance. During surgery, when the new generator was connected to the lead, system diagnostics showed high impedance. Troubleshooting was performed, and it was concluded that there was a problem with the lead and therefore a full revision took place. The explanted products will not be returned for product analysis. No other relevant information has been received to date.

Event description:
It was reported that the lead was discarded by the hospital after surgery. No other relevant information has been received to date.